Event description:
The facility reports that a home patient has experienced issues with their homechoice sets leaking. The leaks were noted at the end of the prime cycle after receiving a "reload set" alarm. No patient injury or medical intervention was indicated at the time of the initial report.